Event description:
It was reported that the customer had left he insulin pump in the priming process after she performed the displacement test and caused the insulin pump to alarm. The customer was advised the cause of the alarm. Customer's blood glucose was unknown. Troubleshooting was done. Customer reported that the insulin pump had scratched on the screen. Customer stated the insulin pump is working and she is able to read the screen. The customer was assisted to perform displacement test and the insulin pump failed. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. Customer also stated the insulin did not alarm low reservoir. Advised the customer the last 20 units it should alarm. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection. The low reservoir alarm functioned properly. The insulin pump passed the displacement test and the basic occlusion test. No display anomaly was noted. The motor tested okay.